Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the cs&t ivd beads 50 test there was erroneous results. The following information was provided by the initial reporter. The customer stated: "cs&t ivd beads 50 test false positive. Strong cd7-apc signals actually "spills?/autofluorescence?" Into the cycd3-v450 channels and make it as a strong positive as well. But the t-all tube 1 result actually shows that majority of the poi is having cycd3-."

Event description:
It was reported when using the cs&t ivd beads 50 test there was erroneous results. The following information was provided by the initial reporter. The customer stated: "cs&t ivd beads 50 test false positive. Strong cd7-apc signals actually "spills?/autofluorescence?" Into the cycd3-v450 channels and make it as a strong positive as well. But the t-all tube 1 result actually shows that majority of the poi is having cycd3-.".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined this is not a reportable event. Incorrect results on instrument set up is not considered a reportable event.